Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads exhibited out of range iow impedance. It was further reported that impedance trends were stable and there had not been any significant drop in values. Additional information obtained via follow-up noted that ra and lv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.